Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient detached sensor wire on (B)(6) 2014. Patient claimed that upon sensor pod removal, sensor wire was visibly present but not attached to the pod. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).